Event description:
Boston scientific accuflex holmium laser fiber broke distal to insertion in patient during the procedure. Another fiber was used to complete the procedure without incident. No harm to the patient.